Event description:
On (B) (6) 2009, the pt reported that when he tried to bolus insulin, he discovered insulin was coming out of the bottom of the cartridge and spilling into the cartridge chamber of his infusion device. He immediately shook out the insulin and dried the chamber out. He stated, he discarded the cartridge at issue. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
Method/results: no product will be returned for eval.